Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was having high blood glucose around 400's mg/dl. Customer had a mass in her color that needs to be surgically removed in the coming weeks and it is causing her blood glucose to fluctuate. Customer stated that the insulin pump has been working fine and she has not been having any issues with it.